Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence after a bike race. Imaging revealed that the device does not have fluid in it. A rupture in the cuff was confirmed, causing the fluid loss. Therefore, the entire aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence after a bike race. Imaging revealed that the device does not have fluid in it. A rupture in the cuff was confirmed, causing the fluid loss. Therefore, the entire aus was removed and replaced. No additional patient complications were reported.